Manufacturer narrative:
Attempts to obtain the complaint sample has been unsuccessful. If the device is made available for analysis and/or additional information has been provided a f/u medwatch will be filled. (B)(4).

Event description:
It was initially reported by the consumer's mother that her daughter experienced an ulcer in her left eye following contact lens use. Additional information was rec'd on (B)(6) 2011 from the eye care professional via medical records that the consumer's uncorrected visual acuity was 20/100 in the left eye. She was diagnosed with a corneal ulcer 1mm x 1mm central in the left eye and was prescribed an antibiotic 1 drop every hour. The consumer is continuing with treatment and additional information will be provided after her f/u appointments.